Event description:
A patient called and left a voicemail stating that their implanted CT lucia 602 iol became tilted. They mentioned that their surgeon described this as a known "design issue" and that they were scheduled for an additional surgery to correct the problem. The patient also implied they were seeking compensation. The complaint was initiated directly by the patient, but no details regarding the treating hospital, surgeon, or serial number of the implanted lens were provided.

Manufacturer narrative:
The device has not yet been received; therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, accessory device support, poor handling during folding and inserting.